Event description:
It was reported that the pump exhibited error codes 41622 and 1003 with a red screen and 4 triangles. Troubleshooting was performed and the pump continued to alarm and would not run. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the camflex sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review did not identify the complaint as related to a previous service of the device.